Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found: device received with pcb missing leds, water tank cover cracked, line cord faded and worn, and the quick connect was corroded. The complaint was confirmed. Root cause of the reported issues was attributed to the cracked water tank cover and missing pixels on the led. The unit looks to have been dropped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
B3: month and year known, day is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the unit was dropped, leaks, and displays not working correctly. There was no patient involvement and no patient harm/adverse event reported.